Event description:
It has been reported to philips that geo pc would not turn on. The system was in clinical use. The case was not completed, patient moved to another room. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that geo ipc was failing. The geo pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the geo pc would not turn on. Fse replaced geo pc installed software and performed testing in the system. Upon further inspection, fse found that touch screen module (tsm) will not bootup and could not load software to it. Fse replaced tsm, downloaded software and troubleshooted software load. After which the system was working fine. The codes were updated based on the investigation outcome.